Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the print circuit board failure and the failure of the output connector socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. As noted the subject device was not providing an image. The customer did confirm that he tested the sdi cable on another monitor and it did not work on that one either. The customer then brought in another unit into the room and tested the monitor on the new unit, and it was functioning properly. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. A defective dx board was discovered and causing no image to appear. Additionally, the unit had a loose connector and bad scope socket. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that their evis exera iii video system center was not producing an image. Additional details relating to the patient and the event have been requested, but no are unknown. There was no patient harm or consequence reported as a result of this event.